Event description:
It was reported that the ventilator had an error code indicating check vent: proximal pressure sensor auto zero failed. There was no patient involvement. The customer troubleshot with technical support and reported that the flow sensor was just replaced. The customer was advised to verify the pins from the solenoids were properly placed into the data acquisition board. The customer advised that after checking the pins to the solenoids there were some pins that were outside.